Event description:
It was reported that the same day as implant the patient received an inappropriate shock from the right ventricular (rv) lead due to oversensing of lead noise. The event was reported from (B)(4) study. There was reprogramming done and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.